Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04130. It was reported that during or after a trial implant procedure, the patient experienced a hematoma. The patient lost the ability to walk and control the bowels. As a result, the patient was hospitalized, the trial leads were removed earlier than originally planned on an unknown date, and surgery occurred to remove the hematoma. The patient was discharged from the hospital and was prescribed physical therapy. The hematoma, inability to walk, and inability to control the bowels, have resolved.